Event description:
An altitude alarm 21 was reported. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer replaced the cartridge, and the pump resumed normal operation. Additionally, technical support provided tips on preventing altitude alarms, which the customer understood and acknowledged.